Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proximal pancreaticoduodenectomy, the first firing was completed without problems, but at the second firing, the firing knob was locked and did not move. There was no patient injury.